Manufacturer narrative:
This report is being submitted following a retrospective review performed by siemens ultrasound. Investigation was completed and it was found that this issue is likely due to a silent crash/improper power down. The logs do not provide any more information, therefore a root cause or further investigation is not possible. Reference# (B)(4).

Event description:
This report is being submitted following a retrospective review performed by siemens ultrasound. In this case, the acuson sc2000 system crashed during a tee exam. The system required to be rebooted several times. On each reboot, it took about 15 minutes for the system to reach imaging. There was no patient injury.